Event description:
Complainant alleged that during a cardioversion on a male pt (age and gender unk) the device delivered two 300 joule shock, but then shut off. The clinicians were able to obtain another device to cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.